Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-524a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end exhibits abrasions, and severe contamination, likely biologic; the connector appears in good condition; the fiber passed the connector test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "disconnexion of the terminal part of the fiber at 140,000 joules" could not be confirmed; glass and metal cap detachment was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 140,000 joules,18:39 minutes while using the surgical fiber during a prostate procedure, the "terminal part" / proximal connector, disconnected from the fiber. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.